Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received with a clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, and formed 17 conforming clips as intended and the remaining 2 clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; however, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the lockout posts were found to be broken which suggest that a lockout premature occurred. It could not be determined what may have caused the found the findings. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the clip was fed into the jaws sideways at about the 10th firing. The device was used around the stomach. This event occurred out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.